Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had printer issues. Customer stated the paper was not in correctly, so it was repositioned. Tried to further troubleshoot this, customer stated now could not get the printer door to open more than ½ inch. I asked if the person who normally services the balloon pumps. Customer states that someone from getinge comes to do the pm. Explained to both callers, that the pump can continue to be used without the printer or they can switch to a different pump. Either way, the pump will need to go to biomed for service once it is disconnected from the patient. Customer felt that keeping the patient on this pump was appropriate. They were appreciative of the assistance. Encouraged them to call back with any questions or if issues arise. There was no harm or injury to the patient.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed printer intermittently does not print. Isolated failure to the thermal printer assembly. The fse replaced the thermal printer assembly and ran test. All functional and safety test performed to specifications.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect ¿ impact codes), h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) printer was not working. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.